Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the left tracker flashed in camera tracking view on the system. Tracker status would intermittently turn from green to red in software. Replaced gpio board and left tracker cable on (B)(6). Tracker still lost green status and flashed. Replaced left tracker on (B)(6) to resolve the problem. Calibrated and verified tracker in 20 and 40 centimeter field of view. The imaging system then passed the system checkout and was found to be fully functional. Missing manufacture date.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the trackers were being seen intermittently on the navigation system (nav). The 3rd line of communication would flash red intermittently and the site was not confident with the system to take a 3d spin. The patient reference frame was properly tracking throughout the call. The system trackers were in the center of the tracking view. Both systems were restarted and the camera position was changed. When this did not resolve the issue, the light sensor was covered with no change in intermittent tracking. Imaging and navigation were aborted. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
The gpio box and left tracker were returned to the manufacturer for analysis. Analysis found that the left tracker functioned as intended and had no faults. The gpio box was tested with known good systems and both left and right trackers. The camera became unstable at recognizing trackers from 4ft 10 inches. Distance should be a minimum 6 feet. Faulty gpio. Analysis found that the reported event was related to a computer component issue. If information is provided in the future, a supplemental report will be issued.